Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
The locking cap wouldn't engage in the proximal body.

Manufacturer narrative:
Correction: please refer to d9 product available to stryker, h6 (device & method) codes. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The locking cap wouldn't engage in the proximal body.